Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a urinary tract infection after using male magic 3 go catheter. Now patient was doing a return for female magic3 go intermittent catheter (51812 catheters). It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient got a urinary tract infection after using male magic 3 go catheter. Now patient was doing a return for female magic3 go intermittent catheter (51812 catheters). It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as use related as the female patient used the male catheter. A potential root cause for this failure could be "lack of existing patient/caregiver/physician education/physician screening, user error". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization." Corrections: f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned